Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer submitted to the FDA the following info: experienced severe high and low blood glucose levels for the past six months. The customer stated that on the occasion, he checked his blood glucose levels prior to lunch. The customer then woke up in another town with police cars around him. He was told that he was about to drive off a bridge. The customer stated that the high and low blood glucose episodes were due to the infusion sets being worn at the time. Nothing further was reported.